Event description:
The home patient (hp) had reported abdominal pain while using the homecohice cycler for apd therapy. Follow up with the healthcare professional (hcp) revealed the hp has a last fill volume of 1700 mls, which remains wihtin their peritoneum during the day and is drained during the subsequent apd therapy using the homechoice cycler. During the initial drain, the hp received a "low drain volume" alarm, which indicated that the fluid flow from the hp is less than 50 mls/min and the hp had not drained the minimum drain volume requirement. The hcp related the hp bypassed the alarm after less than 500 mls had been drained, advancing the therapy from the initial drain into fill 1. After receiving 1520 mls of the programmed fill volume of 1700 mls, the hp reported abdominal pain and placed the homechoice cycler into manual drain, removing 2586 mls of fluid. The hcp relates that the hp continued therapy to completion wtih no further difficulties and there wa no sustaining injury or medical intervention as a result of this incident.